Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - screw schanz/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an external fixation of fractured long bones for the correction of bony or soft tissue deformities in tibia/fibula area. There was a union of fracture in about 26 weeks duration. There were postoperative complications that were noted a pin tract infection and a compartment syndrome/fas colotomy. No difficulties and patient harm reported using 3d maxframe software. Patient outcome is that the pin sites were healed, no ongoing infection and a full fasciotomy recovery. No further information is available. Concomitant devices reported: maxframe rings (part #: unknown, lot #: unknown, qty. Unknown). Maxframe struts (part #: unknown, lot #: unknown, qty. Unknown). Unknown clamps (part #: unknown, lot #: unknown, qty. Unknown). This complaint involves unknown number of devices. This report is for (1) unknown, screw schanz. This report is 1 of 2 for (B)(4).